Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Investigation / results one imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris presented on the outside threads of the implant. Pre-existing patient condition noted on the per was none. The reported device was being placed on tooth # 19 (universal) when the incident occurred and the implant had been placed for about 3 years 1 month. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number 63290533. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63290533) for similar event and no other complaint was identified. Post market trending review: january post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (tsvtwb11) and events (implant fracture). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the implant had a fracture that required it to be removed. Patient will not return for additional appointments. Tooth #19.